Event description:
Customer reported receiving a reading (96 mg/dl) that was higher than they felt on their freestyle freedom meter. Customer reported loosing consciousness. A glucagon injection was administered and the customer ate after awakening. Customer did not make changes in their medication based on the meter's reading. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.